Event description:
The complainant reported that a female pt had a prima zi abutment placed at (B)(6), 2008. The abutment was reported to have fractured on (B)(6), 2010. There was no adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The clinician indicated that the pt had lost the portion of the device that had fractured; therefore, the product was not returned. As a result, a full investigation into the root cause of the device failure could not be performed. Possible causes of fracture of a zirconia abutment include a torque setting over the recommended 30ncm, misalignment of the abutment during placement, and/or modification of the abutment during prep. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date. (B)(4).